Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the tsw45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fired on thicker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the surgeon wanted to do a transection with stapler. The surgeon closed the jaws of the instrument by squeezing the closing lever (light gray handle). However, once surgeon closed the closing lever, she discovered that the firing lever (dark gray handle) was stuck to the light gray handle. The surgeon commented that she had to use her finger to push the dark gray handle outwards to open up the jaws of the instrument. No transection of the staple was done. The surgeon changed to a new instrument and it worked well. Pt is well.